Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo displayed the guide wire advancer assembly. Kinking of the distal end of the guide wire was confirmed in the photo. The customer also returned one guide wire and guide wire advancer assembly for evaluation. The guide wire advancer assembly was observed to be intact with no visible defects. The guide wire was observed to have multiple kinks towards the distal end of the body. Additionally, one kink was present at the location of the most proximal marker band. The distal j-bend was slightly misshapen but intact. Inspection of the distal tip revealed offset coils. Signs of use were observed on the guide wire advancer assembly. The kinked sections would have been within the guide wire advancer assembly during packaging, shipping, and storage, protecting it from damage. The customer was contacted, and they confirmed the defect was found prior to use and that the guide wire advancer assembly was contaminated in the clinical setting. Both welds were present and were observed to be full and spherical. There were 5 major kinks identified in the guide wire located at 37mm, 55mm, 69mm, 78mm, and 330mm from the distal tip. The overall length of the guide wire measured 683mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.849mm which is within the specification of 0.838-0.877mm per guide wire product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) to functionally test the guide wire. The guide wire met significant resistance as kinks passed through the guide wire advancer assembly. Undamaged portions of the guide wire passed through the ars with little to no resistance performed per the instructions for use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user , "do not use if package is damaged". The report that the guide wire kinked was confirmed through examination of the returned sample. There were multiple kinks identified throughout the body of the guide wire. The kinked sections would have been located within the guide wire advancer assembly, protecting it from damage. Therefore, it cannot be determined when the damage to the guide wire occurred. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed prior to use the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the physician found the swg kinked prior to the patient". The patient had no harm. A new set was opened to resolve the issue. The patient condition is fine, and no medical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the physician found the swg kinked prior to the patient". A new set was opened to resolve the issue.